Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer experienced a low blood glucose of around 50 mg/dl. Customer consumed carbohydrates to address the bg. The customer reverted to an alternate method of insulin therapy.